Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation.

Manufacturer narrative:
It was reported by an attorney, that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with left salpingo-oopherectomy, posterior vaginal repair, and vaginal enterocele repair.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent first stage bilateral sacral nerve stimulator placement on (B)(6) 2009 and bilateral second stage sacral nerve stimulator placement on (B)(6) 2009 due to urinary frequency.